Event description:
It was reported that during an unknown procedure, the surgeon reported that the stapler did not work. The surgeon sutured the vessel. The patient has died. More information will be provided later. Unclear if device will be returning. Additional information has been requested on (B)(4) 2011, but to date, no more information has been received. Continuing to follow up with requests for additional details.

Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information: the reporter was unwilling to provide more information. The surgeon has been using the tx stapler for a few years. The report was made when the sales rep found out about the incident thru the nurse and only when asked, the doctor confirmed. Doctor was quite reluctant to talk about the incident and thus we were unable to get any further information. The product was not test fired after the procedure.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.